Manufacturer narrative:
Investigation results: visual investigation: one connector has been broken off from the device. The breakage surface of the device as well as that of the broken part (connector) show no material deviations like foreign material inclusions or any blow holes. Due to the small fracture surfaces it is hardly possible to carry out a fracture graphic examination. Nevertheless there are visible signs of a transgranular forced fracture. It can be assumed that the device was hammered in too hard because the slot for the femur box was not well prepared and therefore the device was mechanically overloaded. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 7(10 x probability of occurrence 3(10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a vega ps removable trial femur box f4 (part # ns824r) was used during a total hip arthroplasty (tha) procedure performed on (B)(6) 2021. According to the complainant, the edge of the trial was damaged when the doctor hit it with the hammer. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under (B)(4) reference (B)(4).